Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer¿ sst" blood collection tubes had short shots. The following information was provided by the initial reporter: "from (B)(6) 2020, during the blood collection process in the 8b ward, outpatient blood collection room, general surgery, laboratory department, etc., large areas of blood collection tubes were continuously bent and deformed, which seriously affected the work efficiency of customers."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for bowed tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had short shots. The following information was provided by the initial reporter: "from (B)(6) 2020, during the blood collection process in the 8b ward, outpatient blood collection room, general surgery, laboratory department, etc., large areas of blood collection tubes were continuously bent and deformed, which seriously affected the work efficiency of customers."